Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023 . H6: investigation summary customer returned one 32g 6mm pen needle loose with open teardrop label from the lot# 2228994. It was reported by the consumer that the inner cover is difficult to remove. The retuned samples visually examined and observed no issues. Functionality test was performed and observed no issues with detach/attach of the inner shield and pen needle. No issues of any kind were observed on the returned sample. Therefore, embecta was not able to confirm the customer indicated issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that during use with bd ultra-fine¿ micro pen needles the inner shield would not detach. The following information was provided by the initial reporter: consumer reported that the inner cover is difficult to remove. He stated that he is able to remove the outer cover but could not remove the inner cover.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd ultra-fine¿ micro pen needles the inner shield would not detach. The following information was provided by the initial reporter: consumer reported that the inner cover is difficult to remove. He stated that he is able to remove the outer cover but could not remove the inner cover.